Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. The event history was not provided. The device was visually inspected. A torn downstream occlusion (dso) seal was noted. Functional testing was performed. The allegation made by the complainant was confirmed. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had a ripped and bubbled downstream occlusion seal. The event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.